Event description:
Customer reported an event in the open heart recovery unit when a power failure occurred. The customer states that following the power failure, when the emergency generator kicked in, the alaris system "locked down" (customer words), they powered down the system and powered it back up. When they did this, the device remained "locked." The pt was day 2 post op, and was sitting up in the chair when the event occurred. He was receiving levophed. The pt had a drop in blood pressure into the 70's systolic, however, he tolerated the drop and there was no intervention required beyond the reestablishment of the levophed infusion. The entire system was removed and sent to biomed, and all drips were set up on a new system.

Manufacturer narrative:
(B)(4). Customer stated that the device will be returned. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.